Event description:
Ous MDR - on (B)(6) 2014, the patient arrived at the hospital after receiving inappropriate shocks due to noise on the rv lead. The battery status upon interrogation was eos, therefore no lead measurements were done. The last routine fu was on the (B)(6) 2014, in which lead parameters were intact: rv pacing impedance: 552 ohm rv shock impedance: 49 ohm r wave: 9.7 mv pacing threshold: 1.5 v/0.5 ms. On the (B)(6) 2014, the patient went through a replacement of the rv lead & the device. During the explantation of the device, the physician encountered difficulty due to calcification and capsulization around the device and the lead. Only the device was returned for analysis.

Manufacturer narrative:
The lead under complaint was not returned for analysis and could not be investigated itself.